Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a rotator cuff repair utilizing a soft anchor device on (B)(6) 2012. During the procedure, one side of the distal tip of the inserter fractured into the patient. The piece was retrieved from the patient. To complete the procedure, another soft anchor device was used.